Event description:
The patient contacted animas on (B)(6) 2011 alleging elevated blood glucose (bg) readings for three or 4 days. The patient reported obtaining high bgs over 600+ mg/dl on (B)(6) 2011. There was no mention of signs/symptoms of a hyperglycemia. The patient claimed she treated the high bgs by taking a total of 10 units of novolog by injection. At the time of troubleshooting, the patient claimed she changed site twice since (B)(6) 2011. During most recent site change on (B)(6) 2011, the patient reported the site appeared red, had a palpable lump under the tissue and confirmed insulin was leaking. The patient confirmed the cannula was clear and unbent. The patient informed customer support that bubbles were visible both in tubing and cartridge. During review of pump history, a bolus was cancelled on (B)(6) 2011. The patient reported she walked away from meter remote before the programmed 8u bolus finished instilling. The patient was advised to contact hcp regarding guidelines on corrective dosing, insulin and sites/rotations. This complaint is being reported because the patient obtained bg readings > 500 mg/dl while on insulin pump therapy.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.